Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for a high number of short v-v intervals and pace/sense impedance variation. The lead had a possible fracture and noise was observed. The lead was programmed off, then later, explanted and replaced. No patient complications have been reported as a result of this event.